Event description:
A male underwent evar in 2009. After branch graft was been implanted totally, the physician went on with a normal aaa procedure. He inserted right side the flex main body after the external device inspection and orientation. He found it was difficult to pull the black trigger wire out. Several attempts were made with no effect. In an effort to avoid wire breaking, it was decided to perform the alternative procedure to release the trigger wire. At the end of alternative procedure, the black trigger wire was very easily removed. However, when the physician tried to push up the black topcap, as described in alternative procedure, he found it was difficult to do. It seemed to be locked by the freeflow stent. The physician pushed with high power on inner cannula to push the top-cap up, and did well, so the top-cap was released. The procedure was ended by placing the two iliac leg grafts. There were no adverse effects to the pt.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce either failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occurring from either failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location relative to the top cap. Location of this etch mark is verified on each device per quality control personnel. A change request was implemented to the loading procedures that will possibly prevent damage to the trigger wire. An alternate deployment sequence had been approved and distributed to using physicians regarding difficulty in removing the proximal trigger wire. This deployment sequence will enable the physician to reposition the top cap with respect to the suprarenal stent, and subsequently releasing tension from the trigger wire allowing it to be removed and was effective in 2009. As mentioned above, the two failure modes that occurred on this device: difficult to remove proximal trigger wire; difficult to advance top cap; at this time, it is assumed they happened independently of each other. Both will be assessed for risk in this investigation. A review of the manufacturing records for this device verified the graft was loaded after the implemented changes. Based on the returned product, an identifiable cause for each could not be detected. A long term solution has been identified and is currently in the process of being implemented. Devices with this revised design, use of a 0.018" trigger wire as opposed to a 0.015" wire, have been approved for sale in most of europe and have the zt suffix. The zt devices are in the process of being implemented in other regulatory regions. Per the 27 july, 2009, change request, ax1 and rx1 devices were changed to use the 0.18" trigger wire. We will continue to monitor for similar incidents.